Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a few high out of range pace impedance excursions greater than 2000 ohms on the right ventricular (rv) channel. The rv lead is not a boston scientific product. Boston scientific technical services (ts) indicated the issue could be related to a possible lead fracture or a possible device header spring contact issue and provided some troubleshooting guidance to the boston scientific representative (rep). Subsequent information from the rep indicates the patient is doing fine and the following healthcare provider (hcp) is continuing to monitor them. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a few high out of range pace impedance excursions greater than 2000 ohms on the right ventricular (rv) channel. The rv lead is not a boston scientific product. Boston scientific technical services (ts) indicated the issue could be related to a possible lead fracture or a possible device header spring contact issue and provided some troubleshooting guidance to the boston scientific representative (rep). Subsequent information from the rep indicates the patient is doing fine and the following healthcare provider (hcp) is continuing to monitor them. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a few high out of range pace impedance excursions greater than 2000 ohms on the right ventricular (rv) channel. The rv lead is not a boston scientific product. Boston scientific technical services (ts) indicated the issue could be related to a possible lead fracture or a possible device header spring contact issue and provided some troubleshooting guidance to the boston scientific representative. Subsequent information from the representative indicates the patient is doing fine and the following healthcare provider (hcp) is continuing to monitor them. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that due to the high out of range pace impedance measurements, the rv lead was subsequently surgically abandoned and replaced with another rv lead that is not a boston scientific product. The initial pace impedance measurements with the existing ICD device and new rv lead were stable in the 500 ohm range but then intermittent high out of range measurements began to occur. Also, a slight increase in shock impedance measurements was observed but the measurements were still within normal specification limits and consistent with a single coil lead. Ts discussed a possible device header spring contact issue or a possible developing lead issue. There has been no noise observed and rv sensing was noted to be appropriate. The patient was indicated to receive rv pacing therapy one percent of the time. Ts discussed the option of continued monitoring and stated that it is the physicians discretion if the ICD device should be replaced but noted that they cannot rule out the potential of observing a similar pattern with this device and another rv lead that is not a boston scientific product. The products remain in-service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.